Manufacturer narrative:
Product event summary: during analysis it was determined that there was a device recognition issue with the radiofrequency (rf) head. There was intermittent telemetry and moving the cable influenced the telemetry, and the head's cable was replaced to resolve. Analysis also found that the lens in the upper case was cracked and the head's upper case was replaced to repair, and that the head's label was missing its laminate backing and the label was therefore replaced. Concomitant product: product ID 2090 programmer. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.